Event description:
It was reported the device was in use with patient and found to leak. No adverse effects to patient reported.

Manufacturer narrative:
Other, other text: investigation completed on a smiths breathing/portex general anesthesia gas sampling sample and pictures received. Sample n 225-3422-800, l/n 3942826; the sample was received in used conditions without its original packaging. When visually inspecting device from 12" -16 ? Excessive solvent was found in the tube. This complaint was verified and quality review to address.

Event description:
Investigation completed and summarized in h 10.